Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) reported that the battery replacement date on the iabp was set incorrectly. There was no malfunction of the iabp unit. The facility¿s biomedical technician was contacted via telephone and instructed on how to correct the battery replacement date in the software. The problem was resolved over the phone and no service dispatch was needed.

Event description:
It was reported that a "battery maintenance required" message appeared on the upper left screen of the cs300 intra-aortic balloon pump (iabp), upon power up. This event occurred during staff training by a getinge company representative. There was no patient involvement, thus no adverse event was reported.